Manufacturer narrative:
Product event summary: the introducer and dilator were returned and analyzed. No anomalies were found. The analyst noted a flush test was performed and no air was noted in the side port, flush tube or valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) positioning was attempted but the device was recaptured as the delivery system moved from the intended position. It was then identified that there was air in the flush port and the side port of the introducer that could not be entirely removed. The system was removed and a replacement introducer was used. When flushing the delivery system saline solution was visible coming from the tether port although the button was in the lock position. Tension was applied, and the tether lock button was unlocked and then locked again. It was suggested that the locking system had lost effectiveness. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.